Manufacturer narrative:
Date of event : aware date used as event date is unknown.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unknown timepoint, the patient developed a thrombus. The patient has remained on blood thinners for 6 months. No further information is available at this time.